Manufacturer narrative:
The event unit is anticipated to return for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure: lap chole. The surgeon went to deploy the bag. He advance the plunger, but the bag would not open and it fell off the supports into the patient's abdomen. The tips of the prongs were exposed. The bag was retrieved from the patient. Another inzii was opened to complete the case. There were not multiple attempts to advance the actuator. There was no patient injury. No photos are available. The bag is available for return, but the handle of the inzii was discarded after the case. Patient status: no patient injury occurred. Type of intervention: opened another inzii to complete the case.

Manufacturer narrative:
The tissue bag of the event unit was returned to applied medical for evaluation. Engineering observed that the tissue bag was returned in the rolled configuration. Based on the condition of the returned unit, it is likely that the tissue bag fell of the prongs due to forces that were applied to the tissue bag during deployment. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Name of procedure: lap chole the surgeon went to deploy the bag. He advance the plunger, but the bag would not open and it fell off the supports into the patient's abdomen. The tips of the prongs were exposed. The bag was retrieved from the patient. Another inzii was opened to complete the case. There were not multiple attempts to advance the actuator. There was no patient injury. No photos are available. The bag is available for return, but the handle of the inzii was discarded after the case. Patient status: no patient injury occurred. Type of intervention: opened another inzii to complete the case.